Manufacturer narrative:
(B) (4). The ge service rep found that there was a failed power supply and monoblock controller. The rep replaced the defective monoblock controller, installed the replacement pcb, loaded -14 software, replaced the +5 volt power supply, and tightened the loose grounds on a1p2. The system operates as intended.

Event description:
The customer reported that the system was locking up during cases. No pt injury was reported.